Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed. 510k : k914088, k083641.

Event description:
This event occurred in (B)(6). The customer reported that there was a crack in the connector of the bivona tts cuffed neonatal and pediatric silicone trach around 6 millimeters long. The child still used this specific tracheostomy due to that the crack hasn't got through the material. No patient injury known.

Manufacturer narrative:
The reported 4.0 tts cuffed pediatric tracheostomy tube device was returned for investigation. Visual inspection showed a crack in the side of the plastic connector. Functional testing was performed and the cuff was inflated with 7cc of air using leak test procedure; no leaks were detected. It was also observed that the od of the plastic connector was deformed and bulging near the middle of the connector. The deformation may have been caused by exposing the device to a high temperature. The complaint was confirmed.